Event description:
The customer reported that the keypad function failed in testing. There was no patient involvement.

Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.